Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test with internal leakage error during pre-use check. A service engineer confirmed that a pressure transducer printed circuit board (pcb) was faulty and replaced it. The unit passed all functional tests. The pcb was not returned despite several reminders, but logs were sent back for further investigation. Logs confirmed the reported issue since the beginning of the test log, at 02/18/2021. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The reported issue was confirmed in logs. As the faulty pressure transducers were not returned, the root cause cannot be determined.

Event description:
It was reported that the ventilator internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).